Manufacturer narrative:
Analysis: the product was received in an explant kit, 0.2% gluteraldehyde. The left and right cusps are in the closed position. The non-coronary cusp is slightly retracted adjacent to the left cusp coaptive ridge. Tears in the right cusp appear to be associated with long suture tails and contact with bias cloth. Tears and abrasions due to contact with the bias cloth are present in the non-coronary cusp free margin and lunulae. Remnants of pannus remain attached to the inflow margins of attachment adjacent to the right cusp and the non-coronary left inferior coaptive area. Radiography shows no evidence of mineralization in the valve. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: the analysis shows that the tear in the leaflets were due to long suture tails and contact with bias cloth. Reduced performance of the device likely related to implant technique. Device replaced with no reported adverse patient effects.

Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited a leaflet tear. The valve was subsequently explanted. There were no reported adverse patient effects.